Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a faulty sample probe inner wash valve. The beckman coulter field service engineer replaced the sample probe inner wash valve to resolve the issue. (B)(4).

Event description:
The customer reported foaming on top of patient samples and the generation of erroneously low patient results on their au480 instrument. The erroneous results were not reported out of the laboratory; hence, there was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event. The customer provided initial patient results; however, the repeat test results were not provided.